Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving multiple air detected in cassette alarms during cycle 4, the phase was unknown, and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact confirmed that the fluid leak event occurred on (B)(6) 2021. The patient received multiple air detected in cassette alarms in drain 4 of treatment and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler will be returned as scheduled to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving multiple air detected in cassette alarms during cycle 4, the phase was unknown, and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact confirmed that the fluid leak event occurred on (B)(6) 2021. The patient received multiple air detected in cassette alarms in drain 4 of treatment and treatment was cancelled. Upon opening the cassette door, there was fluid leaking out. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler will be returned as scheduled to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was visual indication of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) simulated treatment was initiated and completed without failures. There were no fluid leaks found in the test cassette during the test. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid within the recess of the bottom cover adjacent to the pump and in the hp1 and hp3 filters of the pump assembly. The fluid found in the hp filters is a related failure to the m31 air detected in cassette warning alarm the cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that there was ¿fluid present¿ marked by failure analysis on (B)(6) 2021. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.